Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occured in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient faced bent cannula event on (B)(6) 2026. The blood glucose level was 392 mg/dl. The patient was changed the site and resumed the insulin delivery. No further information is available.